Manufacturer narrative:
Initial reporter fax number provided (B)(6). Initial reporter phone number provided (B)(6). Initial reporter full facility name (B)(6). Hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the ward, only 8ml of fixed water could be drawn, and when it was pulled out as it was, it was reported that blood was attached to the catheter.